Event description:
It was reported that the insulin pump alarmed battery out limit and had a blank display. The blood glucose reading was 114 mg/dl. The customer stated that the insulin pump went blank and seemed to have lost conductivity with the battery. He removed and reinserted the new battery, which was when the battery out limit alarm occurred. He stated that the batteries were not out of the insulin pump for greater than the duration allowed by the device. During troubleshoot, the display returned upon insertion of a new set of batteries. Advised the customer to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.